Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to the emergency room after a night of not feeling well due to high blood glucose levels on (B)(6) 2015. Customer's blood glucose level was 308 mg/dl at the time of the incident. Customer stated that the health care provider adjusted their basal rates. Customer has syringes and insulin if needed, but he is nervous of needles. Customer had hyperglycemia and released after being treated. Customer was wearing the pump at the time of the hospitalization. Customer stated that he was wearing the pump at the time of the hospitalization. Troubleshooting was performed and the customer stated that one of the most recent sites was bent. Customer was advised to change the entire set, reservoir, and insulin. No further assistance needed.